Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected information will be provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery alarms and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer stated that she slept on the pump and had bent tubing. The customer did a correction bolus and received no delivery alarm. The customer treated every 15 minutes. The customer was advised to call 24 hour helpline if no delivery alarm occurs.